Event description:
It was reported the patient had discomfort near the ipg site, as well as some swelling and warmth at the ipg pocket. The patient was advised to contact the physician. Follow up identified the patient met with the physician. It was reported there was no infection, and the physician suspected a burst blood vessel. The physician placed the patient on antibiotics. Further follow up identified a burst blood vessel was confirmed to be the cause of the pain, and the issue had resolved.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.